Manufacturer narrative:
H10: the actual devices were not available; however two photographs of the sample were provided for evaluation. The photographs were visually inspected. One photo showed an unused sample in the pouch to verify the reported lot number and the other photo showed a silicone tubing only attached to the patient. The photograph of the device attached to the patient showed the silicone tubing was found separated from the female connector blunt end inside the main body and not from the thread end of the female connector. The reported condition was verified. The cause of the condition could not be determined; however, the tubing to the female connector is a friction fit and not a solvent bond and the separation could occur if there was a strong tug on the tubing. The remaining two samples were not received for evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) minicap transfer sets leaked. This was observed during an unspecified process step of peritoneal dialysis therapy. It was further reported that the transfer sets were "fracturing in the connection site"; a part of the line was separated (the part integrated by the twist clamp, main body and the female luer connector was separated from the silicone tube) which resulted in leak. There was no patient injury or medical intervention associated with this event. No additional information is available.